Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's right ventricular(rv) lead exhibited noise leading to over-sensing. Insulation damage was also noted. The rv lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.